Event description:
It was reported that the nurse noticed several syringes the lids does not stay on. There was unknown patient involvement and there was no human harm/adverse event reported.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.